Event description:
After golfing and riding in a golf cart, the patient experienced a loss of therapeutic effect. The patient was at home; his status was undetermined at the time of this report. The patient was encouraged to contact his health care provider. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.